Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a blank display and after reviewing the alarm history they found a power error detected alarm. The customer's blood glucose reading was 4.9 mmol/l. The customer was advised on how to clear the alarm. The helpline called back after 20 minutes and the customer had received a power loss alarm; customer was advised on how to clear it. Customer was advised to call back if problems persisted. No further details were provided.